Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that after the femoral component was implanted, the scrub tech noticed a part of the inserter was coming apart at the end of the device that holds the implant or provisional in place.